Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported leaking of medical agent occurred from the snaplock while in use. The customer returned one snaplock assembly, one flat filter, and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. This was performed with no difficulty. A functional leak test was performed per amrq-000017 section 7.5 rev. 7 using the returned catheter and returned snaplock assembly with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected. The reported complaint of a leak at the snaplock could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter and snaplock assembly with no evidence to suggest a manufacturing related issue. The returned components passed a functional leak test. Therefore, based on this, there were no leaks were found with the returned sample.

Event description:
It was reported that the medical agent leaked from the snaplock adaptor while in use on a patient. The catheter was removed and replaced with a new kit after the leakage occurred.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent leaked from the snaplock adaptor while in use on a patient. The catheter was removed and replaced with a new kit after the leakage occurred.